Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had unstable threshold and there was no capture at maximum output. The lead was attempted to be revised, however, the screw did not reportedly fully retract during the procedure. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.